Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 49 mg/dl. The customer treated hypoglycemia with food. The customer reported that the battery of the insulin pump died and the meter was no longer communicating with the insulin pump. It was unknown whether the insulin pump was on auto mode at the time of the event. The insulin pump will not be returned for analysis.